Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a cranial visualase. It was reported that the system said that the door was open when it was actually closed. The site had to push on the side covers of the gantry to activate the pressure gauge to indicate the door was closed. They were able to take a spin and proceed with the procedure with no issue. There was less than an hour delay in the procedure. No impact on patient outcome.